Manufacturer narrative:
The device was not returned at the manufacturing site; therefore product testing could not be performed. The lot number is unknown/not provided; therefore the manufacturing records could not be reviewed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date and unique identifier (UDI#): unknown as device serial number was not provided. Manufacturing date unknown as device lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), there was an issue with the handpiece. No problems with the lens or the cartridge. Additional information was received and it was learnt that the handpiece had a bent shaft and the lens was partially inserted into the eye. There was no patient injury, no incision enlargement and no vitrectomy performed. The handpiece was disposed of by the customer. The patient was reported being fine. No further information was provided.